Event description:
Twenty years ago, I had breast augmentation procedure performed. I had saline implants put in. The last 10 yrs I've noticed a decline in my health that at first I dismissed because I was teaching school and thought I was just catching all the germs from the kids. I got sick so often and had to be out frequently. My body just couldn't quite fight off illness and infections fast enough. The stress of it resulted in me leaving my full time teaching career. Within the last 6 yrs, I've noticed a decline in my health. More frequent colds, flu, and just feeling malaise. More muscle pain and weakness, joint stiffness and swelling, constant headaches and vertigo, and complete malaise. My pcp ran test after test and couldn't figure out what was going on, so she decided to put me on antidepressants. Then the diagnosis of fibromyalgia and hypothyroidism was given and more meds were prescribed. The meds help for a while, but wore off. Within the last couple of years my memory has been a problem, mental fogginess, forgetfulness, balance issues, more malaise, mood changes, joint stiffness and pain, muscle weakness and pain, lots of vertigo and headaches. My whole well being seem to be off. I dismissed the notion that the implants had something to do with it, but I'm starting to believe that it in fact is contributing to my health problems. I've also noticed that my body often feel like it's boiling from the inside out - like it's inflamed, hot, and painful to touch. When this happens I'm usually wiped out for several days just sleeping and allowing it to fight whatever is going on inside. I have chest tightness sometimes and pain on the side of my breast and around my armpits. I'm reporting this for your record reporting of symptoms. This year I plan to have the implants removed and hope it will improve my health. FDA safety report ID # (B)(4).